Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5568 implantable pacing lead (B)(6) 2009. (B)(4).

Event description:
It was reported that an alert triggered for high right ventricular pacing impedance and elevated short interval counts (sic). The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.